Event description:
Balloon did not deploy correctly on renal stent. Stent and balloon removed stent partially deployed. Could not retrieve with snare. Surgical intervention required to remove. Repair of arteriotomy.